Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. Treatment was not reported. It was not reported whether the pt was hospitalized prior to death. It was not reported whether an autopsy was performed. Extraneal and physioneal therapies were ongoing until the time of death. No further information was provided. Additional information was requested but is not available.